Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's husband reported that the patient received an a8 (bolus cancelled) alarm and an e4 (occlusion) error while attempting to bolus 2 units of insulin at 12:24 am. The patient's blood glucose was elevated to 250-260 mg/dl. Her normal blood glucose range is 150-160 mg/dl. The patient's son administered a 2 unit insulin injection to lower her blood glucose, and the patient disconnected from the infusion device. The pt remained disconnected from the infusion device the remainder of the day and used injection therapy. At 9:00 am the patient's blood glucose measured 375 mg/dl. The husband did not know what treatment was given at that time. To troubleshoot, the husband was instructed to perform a 1 unit bolus with the infusion device. He was able to do so without error. He was advised to change the patient's infusion site and to reconnect to the infusion device. Upon follow up on five days later, the patient's husband stated that he changed the patient's infusion site and her blood glucose returned to normal.